Event description:
It was reported that the ventilator was clicking, displayed hw fault, and was not ventilating the pt. It is unknown if the ventilator alarmed when the reported problem occurred. The pt was manually ventilated and then placed on a loaner ventilator. No pt harm reported.

Manufacturer narrative:
Na